Event description:
Had yet another dexcom g7 sensor failure in the middle of the night for my 2-year-old son. He was diagnosed (B)(6) 2026 with type 1 diabetes. He received his first dexcom g7 sensor on (B)(6) 2026. Since that day, he has had one sensor last 10 days. All others have failed in the middle of the night. The amount of inaccurate and defective products received is a huge safety hazard.